Event description:
Patient came to (B)(6) ed by ems in cardiac arrest and passed away. Later found out that post mortem, the s-ICD malfunctioned. Device emblem model a 209, serial (B)(4), electrode emblem model, 3401 serial (B)(4).